Event description:
It was reported that pump touchscreen was unresponsive and patient did not want to troubleshoot issues. No information was provided regarding impact to customer¿s blood glucose level. Customer declined follow-up from technical support, and no additional corrective actions or outcomes were reported.